Event description:
Related manufacture reference number: (B)(4). It was reported, that the patient presented during clinical follow-up. The patient's implantable cardioverter defibrillator could not be programmed, due to high defibrillation lead impedance. No interventions were performed. There were no patient consequences.